Manufacturer narrative:
Device was received with unresponsive all the buttons due to keypad connector was unlocked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump keypad was difficult to pressed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that button was unresponsive at times. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a no response from a up, down, center and back button. Keypad was respond after several attempts of pressing. Insulin pump was not exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer was advised that pressed button multiple times then button was responding inconsistently. The insulin pump will be returned for analysis.